Manufacturer narrative:
One embolectomy fogarty catheter was received by our product evaluation laboratory. As received, the balloon was found to be ruptured near the proximal winding; the edges of latex did not match at the ruptured region. On the other hand, through lumen was patent without any leakage or occlusion. Finally, no other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The controls to defect the failure mode being evaluated are established in the manufacturing process. As part of the manufacturing process, the manufactured units go through a balloon inflation process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during test prior to use in patient, the balloon of this embolectomy fogarty catheter burst. The device was received for evaluation, the balloon was ruptured near the proximal winding and the edges of latex did not match at the ruptured region. There was no allegation of patient injury. Patient demographics unable to be obtained.